Event description:
The customer reported being hospitalized with high blood glucose of 600mg/dl. The customer was in the hospital for a day and a half and then she was released. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.